Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test and also alarmed during the prime test as a result of a loose drive support disk. However, the displacement test passed. Further testing could not be performed due to the motor error alarms.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. The blood glucose reading was 393mg/dl. The caller stated that the device was exposed to a high magnetic field. Troubleshooting was performed. Assisted the customer to run a displacement test and passed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.